Event description:
Patient had surgery for an inguinal nerve entrapment on (B)(6) 2008. Patient claims that the doctor told her he had put a large mesh at the surgical site as he was unable to close the wound. She also says the surgeon did not request her opinion prior to putting the mesh in her. She is now experiencing lots of pain from the mesh as it has adhered to her femoral and inguinal nerve, it is totally embedded in her muscle tissue and she can barely walk. She constantly feels the mesh moving and making funny clicking sounds in her; the mesh feels lumpy and is compressing her femoral nerve. She had an exploratory surgery in (B)(6) 2012, but the doctor says he could not remove the mesh; saying "it is going to take a group of surgeons to perform the explant." Patient awaits surgery.